Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas integra 400 plus. The reporter stated the sample was hemolyzed, but serum indices for the sample were not measured. The sample initially resulted with a creatinine value of 1.61 mg/dl when tested on the integra 400 plus analyzer and this value was reported outside of the laboratory. The result was deemed too high for the patient. The sample was repeated on a cobas 8000 c 702 module, resulting with a value of 0.47 mg/dl. The creatinine reagent lot number was 41531401, with an expiration date of 31-mar-2021.